Event description:
Patient presented to the physician with a raised boil at the chest incision site. Physician brought the patient into the or, and during chest shaving, the scab detached, exposing a piece of the sensing lead anchor from the wound. Physician removed the ipg and sensing lead, placed a newer ipg model, re-sutured, and closed the incision.